Event description:
During an in-clinic follow-up, an episode of ventricular tachycardia (vt) was noted on the device which was incorrectly interpreted as a supraventricular tachycardia (svt) and resulted in therapy being withheld. The device correctly interpreted the other vt episodes and delivered appropriate therapy. Abbott technical support was contacted and recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.